Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with chest pain and dizziness. A review of the data from the patient's remote monitoring system noted no corresponding episodes stored in the device at that date and time. The physician mentioned there was surface data from today where it appeared like there was right ventricular (rv) pacing with intermittent capture. Additionally, there has been an increase in pacing threshold measurements since implant. The physician suspected the lead had dislodged. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.